Event description:
It was reported that the patient with this ra (right atrial) lead exhibited an infection. There was no additional adverse patient effects were reported. This ra (right atrial) lead was surgically abandoned.